Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery: other). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the pregnancy with contraceptive device, device expulsion, dermatitis allergic, tooth disorder, headache and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dermatitis allergic, device expulsion, headache, pelvic pain, pregnancy with contraceptive device, tooth disorder and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and breakage/ expulsion. Birth date were provided in recent follow-up (B)(6) 1974 discrepancy noted. Discrepancy noted: date of insertion and lab data date was same. Date(s) of insertion: (B)(6) 2008 (as per ppf) discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: upon receiving follow-up confirmation through mail, it was confirmed that case (B)(4) is a duplicate of case (B)(4), hence all the information from this deletion case (B)(4) is transferred to retention case (B)(4) and case (B)(4) is marked for deletion be deleted from the bayer database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery: other). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the pregnancy with contraceptive device, device expulsion, dermatitis allergic, tooth disorder, headache and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dermatitis allergic, device expulsion, headache, pelvic pain, pregnancy with contraceptive device, tooth disorder and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and breakage/ expulsion. Birth date were provided in recent follow-up (B)(6) 1974 discrepancy noted . Discrepancy noted: date of insertion and lab data date was same. Date(s) of insertion: (B)(6) 2008 (as per ppf) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: follow up 2 & 3 were processed together. Plaintiff fact sheet received, reporter and patient demographic information ,lab data, essure start stop date, previously event injury to herself replace with pelvic/abdominal, allergy: rash/skin condition, expulsion, pregnancy: birth complication, dental problems., headaches, vision problems were added. On 11-sep-2019: follow up 2 & 3 were processed together. Pfs received. Dob of patient and date of insertion were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.